Event description:
Customer reportedly obtained a result of 86mg/dl on the compact system while a lab result drawn at the same time returned as 51 mg/dl. No action was taken based on device result. No adverse event reported. Comparison performed in physician's office. Requested return of suspect system and replacement was sent.